Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was seen by his pain management doctor and the healthcare provider (hcp) told the patient that they didn¿t like how the implant was sitting and the implant is too close to the surface of the skin. The hcp said if something happened it was going to be an emergency situation. The patient said there was an operational issue with the implant and the ins was protruding from the skin. The patient also said there were a few issues with the device. The patient said there is some burning sensation around the implant and the device was shutting off periodically on its own. The patient said the hcp was not going to coordinate the situation because they were too busy and schedule appointments 3 months out. The patient wanted a manufacturer representative (rep) to check the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated the he feels the battery heating up in the pocket and sometimes shuts off. The impedances were tested and all within range. The battery was also interrogated and everything seems normal. The pulse width was reduced to get better coverage. The patient will call the rep if the battery heating occurs again. It is unknown if the issue was resolved at the time of this report. No further information was reported. (B)(6) 2018 e1 (rep), e2 (rep): additional information was reported that the patient said his implant had always stuck out. The patient was told by the implanting physician that he's thin so it will stick out. The rep did not know what was causing the burning or the device shutting off. The patient did not have the burning at the time of the meeting when the rep made adjustments and the battery was working fine. The patient will call back next time he has burning. No further information was reported.